Event description:
The facility reported an incident of an over infusion during patient use. The patient was admitted to the hospital with a complaint of chest pain. While the physician was ruling out different causes of the chest pain, the labs were drawn and the patient's magnesium level was noticed to be low. A magnesium infusion was prescribed by the physician and a 50ml bag of magnesium, concentration 2gm/50ml, was started at a rate of 17 ml/hr over three hours. Approximately 40 minutes later, the magnesium bag was found to be empty. According to the rn, no patient injury or need for medical intervention resulted. Reportedly, the patient was discharged without any adverse outcome or symptoms. The following day, from the patient's discharge, the patient's daughter called the hospital and reported the patient was experiencing headaches. The patient went to the clinic where she was seen for the headache. Information was not provided regarding whether or not the patient was prescribed any medication in the clinic, any labs drawn, or any outcome of the clinic visit. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, magnesium level prior and after the event, or set up of the pump.

Manufacturer narrative:
The device is not available for evaluation. The device has been requested by baxter quality management, however, the facility's biomedical engineering department declined evaluation of the pump by baxter. The biomed stated the pump was tested at the facility and worked within design specifications. "There was nothing wrong with the pump and the pump performed correctly". The biomedical department provided the device's event history to baxter for review. The review of the event history revealed that on the reported event date, at 11:18:12, an infusion was started on channel a at rate of 17ml/hr and a volume to be infused of 55ml. Approximately 30 minutes later, the rate was changed to 10 ml/hr and the channel was stopped. The tubing was unloaded from channel a and loaded into channel b at 11:58:23. The rate was programmed to 17 ml/hr with a volume to be infused to 10ml and the infusion was started on channel b. Channel a was put into standby mode. Seven minutes later, at 12:07:06, channel b was stopped and put into standby mode. The volume history was cleared at 12:50:03 and the pump was powered off at 14:03:53. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available. Two-year review of the complaint history reveals no other reports have been received for this serial number for the reported issue.